Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user participating in the ilet experience survey experienced two hyperglycemic episodes with blood glucose readings reaching 400 mg/dl while using the ilet with subcutaneous insulin via pen, attributed by the user to insulin leakage observed at the connector; the user administered insulin by injection to reduce blood glucose and reconnected to the pump once back in range, and education and troubleshooting were completed for connector leaking. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed a user-reported connector leak associated with the infusion connector component, consistent with a device-related leakage problem. It was concluded, based on previously established findings for similar reports, that the cause was device component leakage at the connector.